Event description:
These 2 batches are affected by the same problem of packaging opening.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the film is observed to be torn open on one side, verifying the reported incident. A device history review was performed for reported lot 2309771, no deviations or non-conformances related to this issue were identified during the manufacturing process. During packaging, after the blisters are sealed, cutters cut the packaging, creating the dotted line to allow for smooth separation. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, the sealing cord is observed to be properly formed. When attempting to separate the packages, no issues were identified, all packages could be separated without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it was determined this incident likely occurred during the packaging process as a result of an issue with the blades that cut the packaging. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.